Manufacturer narrative:
(B)(4).

Event description:
Procedure: orthopedic foot surgery. According to the reporter: titan, a metal used to nail bones, polysorb and dermalon suture were used in the pt. The pt had allergic reaction including very strong swelling of the mucosa membrane. After 4 weeks the doctor narrowed down the allergenic reaction is to the titan or the sutures. After removing titan and sutures that pt was a bit better. New sutures were used and after 3 days the new sutures were removed and there was purulence. Cortisone was taken in addition to the lorano. After removing the sutures the wounds are healing. See also (B)(4) for the dermalon suture.